Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional four devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement with proglide devices was attempted in the right and left common femoral arteries via an 8fr sheath using the pre-close technique prior to a endovascular aneurysm repair (evar) procedure. Reportedly, on the right the needles of the proglide did not penetrate the vessel and when the plunger was removed, the sutures did not come out with the needles. This occurred with three proglide devices. Two additional proglide devices were used for successful suture placement using the pre-close technique. On the left, the same issue occurred with two proglides. The sheath was upsized to a 16fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices on the right and via a surgical cut down on the left. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.